Manufacturer narrative:
(B)(4).

Event description:
No it was reported that no vibration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.